Event description:
Caller reported a malfunction on the pump, which occurred during an update. There was no adverse impact to the customer¿s blood glucose level. Cts provided instructions for resetting the pump, but when the issue recurred, it was decided to replace the pump. Customer will use mdi as a backup therapy in the meantime. A replacement pump was sent by cts, and instructions for returning the malfunctioning pump were acknowledged by the customer.